Manufacturer narrative:
Analysis found the unit alarmed motor error during the basic occlusion test and was unable to prime due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. There was no compromised force sensor system alarm noted. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 91 mg/dl at the time of incident. The customer stated that the insulin pump piston continues to move forward after reservoir contact and insulin squirts out, followed by the fore mention alarm. The customer stated that the drive support cap was not protruded. The customer stated the insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.